Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed that there were two small tears in the optic and a haptic was torn off and missing. There was a clear surgical residue on the lens.

Event description:
It was reported that when the cc4204bf collamer plate lens was removed from the vial and a tear was observed. Customer reported that lens was received in this condition and not damaged during handling.